Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the luer activated valve (clearlink), closest to the male luer adapter. The device contained 2 vials of 25% human albumin intravenous solution, each with a concentration of 50ml/12.5g. The total volume to be infused (vtbi) was 100ml and total albumin replacement was 25g. The infusion was administered through a spectrum iq infusion pump at 555ml/hr. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between march 11, 2025 ¿ march 12, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak at the third y-site clearlink was observed. An autopsy was performed on the y-site clearlink, and a hole and flash in the gland was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.